Event description:
The customer reported that blood had backed up in the red lumen of the patient's triple lumen central catheter where sedation medications were infusing. The patient appeared agitated although they had been well sedated during the previous shift, and it was determined that there was a leak in the bifuse tubing.

Manufacturer narrative:
The customer¿s report of a leak in the bifuse tubing was confirmed. A tear/cut measuring approximately 0.0625¿ was found approximately 0.250¿ from the engagement of the single to dual tubing and a leak was detected from port 1 of the bi-fuse during functional testing. The cause of the leak was identified as a tear/cut in the bifuse tubing. The root cause of the tear/cut is unknown.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.